Manufacturer narrative:
(B)(4). The returned guidewire had no significant damage other than deformation by intentional shaping of the tip. For approximately 80-92cm from the tip, the ptfe coating was linearly scratched and scraped off in longitudinal direction. In order to replicate the ptfe coating damage, an unused 0.014 inch guidewire was inserted into a metal introducer and made to contact the edge of the introducer. As a result, the similar ptfe coating damage that was seen on the returned guidewire was observed on the sample guidewire. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome of the returned guidewire, it was concluded that the ptfe coating was damaged by strong friction occurred when the edge of a metal introducer point contacted the shaft of the returned guidewire. There was no indication of product deficiency. Although the patient was not involved in this event, a possibility could not be ruled out that the ptfe coating scrapes could enter into the blood stream when this were to recur. The introductions for use states: [warnings] never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly; [warnings] do not use this guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic parts may contact surface of this guide wire. Otherwise, this guide wire may be damaged or break apart; and, [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
During a pci to treat a (B)(4) stenosis in the lad #7-9, the ptfe coating of the subject guidewire peeled off during preparation. The guidewire was not used for the procedure. The pci was completed by using another guidewire and the blood flow was reestablished. The patient was discharged home on (B)(6) 2017.